Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the insulin gauge was inaccurate and that the battery gauge was fluctuating.. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Cause was due to pump battery depletion and customer was not getting insulin. Manual injection was administered to address bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.